Manufacturer narrative:
Laboratory analysis confirmed that the reed switch was stuck, which had caused the continuous beeping tones observed clinically. Boston scientific has observed similar device behavior, however at a low rate of occurrence, and has conducted an investigation to determine root cause. Our investigation determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality.

Event description:
Boston scientific received information that this device was explanted due to normal end of life battery status. During the explant procedure, it was reported the device exhibited acoustical tones with the patient confirming having heard the same tones prior to explant. The explanted product was returned for a routine post market evaluation, with no adverse effects reported. Another boston scientific device was successfully implanted.